Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that an error occurred while using the artis zee multi-purpose. During an emergency procedure, the user reports no x-ray possible sporadically. The procedure was continued and finished using an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to investigate of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a defective component. The investigation showed that the problem was a temporary fault in the intermediate circuit of the generator due to a defective k2 relay. In the event of such a fault, no voltage can be built up in the intermediate circuit and no x-ray can be generated. The affected k2 relays has been exchanged by the local service organization and the error has not been reported again. The occurrence rate of the fault pattern was checked; however, neither a defect focus or any systematic fault could be determined. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected.